Manufacturer narrative:
(B)(4). Event date was sometime in (B)(6) 2018. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to device location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a small piece of impaction ring broke off in between the prosthesis. The broken piece was not able to be retrieved. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.